Event description:
T was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main to left anterior descending artery. As the 4.0 x 32 synergy stent was being advanced, significant resistance was encountered. The stent was deployed and during post dilation with a 4.0 x 10mm non-complaint balloon, a dissection occurred in the proximal end of the stent. Another stent was implanted to cover the dissection. The patient was stable at the end of the procedure. It was further reported that the lesion was pre-dilated with a 2.5 x 12 non-compliant balloon. A guide extension catheter was used to help deliver the stent. There was no issue with stent deployment; the balloon fully inflated and the stent was fully deployed at 12 atmospheres. The stent was post dilated at 13 atmospheres. The physician believed the dissection was due to a calcium nodule.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main to left anterior descending artery. As the 4.0 x 32 synergy stent was being advanced, significant resistance was encountered. The stent was deployed and during post dilation with a 4.0 x 10mm non-complaint balloon, a dissection occurred in the proximal end of the stent. Another stent was implanted to cover the dissection. The patient was stable at the end of the procedure.